Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) was observed to have recorded high out of range shock and pacing impedances and out of range intrinsic amplitude measurements on the right ventricular (rv) lead and high out of range pacing impedances on the left ventricular (lv) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the daily threshold and impedance measurements trend report confirmed the high out of range pacing and shock impedances observed on the rv lead and high out of range pacing impedances on the lv lead vectors. The presenting electrogram (egm) also showed inappropriate burst of anti-tachycardia pacing (atp) to have been delivered due to oversensed noise on the rv lead. Ts discussed possible causes and recommended for lead replacement. Subsequently, additional information reported that a lead revision procedure was performed where this lead was replaced with a new non-boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) was observed to have recorded high out of range shock and pacing impedances and out of range intrinsic amplitude measurements on the right ventricular (rv) lead and high out of range pacing impedances on the left ventricular (lv) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the daily threshold and impedance measurements trend report confirmed the high out of range pacing and shock impedances observed on the rv lead and high out of range pacing impedances on the lv lead vectors. The presenting electrogram (egm) also showed inappropriate burst of anti-tachycardia pacing (atp) to have been delivered due to oversensed noise on the rv lead. Ts discussed possible causes and recommended for lead replacement. Subsequently, additional information reported that a lead revision procedure was performed where this lead was replaced with a new non-boston scientific lead. No additional adverse patient effects were reported. Subsequent additional information was reported that prior to the revision procedure, the right ventricular (rv) lead was suspected to have fractured. No additional adverse patient effects were reported.